Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture. Fluoroscopy revealed that the lead had moved from the original implant site and bent over itself. The lead was explanted and replaced.